Event description:
Patient reported " the device has ruptured, heavy metal which has poisoned the body. Patient additionally reported headache, dizziness, fatigue, joint pain, and stiffness of the joints, irritable stomach / irritable bowel syndrome, weakened immune system, histamine intolerance and depression; these events are not device related. Device has been explanted. This relates to an unknown side.

Event description:
Device has been explanted.this relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported " the device has ruptured, heavy metal which has poisoned the body. Patient additionally reported headache, dizziness, fatigue, joint pain and stiffness of the joints, irritable stomach / irritable bowel syndrome, weakened immune system, histamine intolerance and depression; these events are not device related. Device has been explanted. This relates to an unknown side.